Manufacturer narrative:
Investigation: visual inspection: visual inspection the visual inspection indicated leakages in the catheter, as well as pressure marks from instruments, punctures in the membrane of the reservoir and bloody residues on the ligature. Result first, we would like to point out that the included cap box does not belong to the submitted progav shunt system. We performed a visual inspection of the progav shunt system. We indicated leakages in the catheter, as well as pressure marks from instruments, punctures in the membrane of the reservoir and bloody residues on the ligature. We can exclude a defect at the time of release. The product met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The condition of the product indicates an implantation and a defect due to external influences, so we cannot accept the complaint. Such a damage cannot be inferred to us in this point. We would like to point out you to close the catheters only with a reinforced clamp and not directly behind the valve to close (distance about 6-7 mm behind the valve/reservoir). To avoid a risk of a damage. Further actions no further actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was an intra-operative issue with the shunt system. During the operation, it was noted that there was leakage in the silica gel catheter between the reservoir bag and the pressure regulating valve. The progav malfunction was found during preparation. Additional information has been requested.